Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his back under the therapy pads. The area was described as red, irritated, and itchy burn-like marks. The patient consulted his dermatologist prescribed an unknown cream. During a follow-up the patient indicated that the irritation had healed due to the prescribed cream.